Event description:
Surgeon reported that the patient presented (B)(6) months prior and was eating more food than usual. The surgeon sent patient off for a contrast study. The reported noted, "well defined unusual tongue of contrast seen extending distally at the junction of the tubing with the gastric band associated with a thin rim of contrast around the band at the junction, appearances of which are highly suggestive of a contained leak. No evidence of leak in the rest of the system, especially in the more common sites around the port." The patient will have to have the current band removed and replacement band to be performed. The band has been requested to be returned, when it is explanted. No explant surgery has been scheduled at this time.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter was asked to return the product for analysis if it is explanted in the future. Surgery is not scheduled and the device remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred. So allergan has not received the device nor performed analysis at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."